Manufacturer narrative:
One suspected device was received for evaluation. The event history log (ehl) was reviewed and found multiple pressure alarms. The device was visually inspected, and no visual anomalies were noted. Functional testing was performed. It was found that pressure alarm triggers immediately after the motor starts rotating. The customer complaint was confirmed. The root cause was downstream occlusion (dso) sensor out of calibration. The pump is being recalibrated.

Event description:
It was reported that during routine safety inspection the cadd solis infusion pump constantly displaying an overpressure alarm. There was no patient involvement.